Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical portex® blue line ultra® tracheostomy tube was unable to be suctioned through the suction line. Successful suctioning occurred with moving the patient. There were no reported adverse effects.

Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were noted upon visual examination. A syringe was used to pass water through the suction line; was able to pass through the line with no occlusion. Relevant documents and manufacturing process were reviewed and deemed adequate. The line clearance record of the line, training records, and suction line bonding operations were reviewed and deemed adequate with no discrepancies. The flow test was audited during thirty two (32) units; no occlusions were detected. Based on the evidence the root cause is unknown as the complaint was not confirmed.